Event description:
It was reported that during a gyn procedure, the staples were not forming correctly. Used a new one to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.